Event description:
A home patient (hp) called the technical service center to report he needs to re-prime the homechoice system the technical service rep (tsr) assisted hp to end therapy and start over. Hp reports the white clamp on patient line was closed. No patient injury or medical intervention was reported at the time of this incident.